Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance specialist (rpms). Investigation revealed the following possible related system errors associated with the vse instrument: installed vessel sealer extend failed to engage on usm3 (wrist pitch axis failed to engage). Grip torque is outside the expected range on usm3 (instrument installed: vessel sealer extend). No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted liver resection procedure, it was alleged that the vse instrument did not sufficiently seal a vessel. As a result, there was minor bleeding. The surgeon addressed the bleeding with an unspecified laparoscopic bipolar instrument and the application of additional sutures. The cause of the intra-operative complication is unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer reported that the vessel sealer extend (vse) instrument did not seal sufficiently a vein branch. Bleeding was observed after the vse instrument was used on the vessel. However, the surgeon was unsure if the blade of the vse instrument deployed and cut the vein with an insufficient seal or whether it caused the vein to avulse upon opening the jaws. There was about 100 milliliters of blood loss reported. The target tissue was not calcified and there were no obstructions between the jaws of the vse instrument such as clips, staples, suture, or other metal objects. The surgeon was unsure whether the blade deployed and cut the vein with an insufficient seal or whether it caused the vein to avulse upon opening the jaws. The bleeding site was addressed with laparoscopic bipolar instrument and placement of additional sutures. The procedure was completed robotically with a backup vse instrument.

Manufacturer narrative:
An advanced log review was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and reported: according to the raw data the user had experienced 18 errors related to high initial starting impedance. What this likely means is that there was too much fluid or tissue within the jaws, preventing the sealing function from being activated. However, after each error the user was able to correctly utilize the sealing function with no problems.

Event description:
Refer to h10/h11 for follow-up information.